Manufacturer narrative:
Additional manufacturer narrative: updated sections d4 (expiration date) and h4. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 31mm mitral valve implanted 14 years, five months, underwent valve-in-valve procedure due to mitral stenosis and regurgitation. A 29mm valve was implanted inside the failing 31mm valve.

Event description:
Edwards received information that a patient with a 31mm mitral valve implanted 14 years, five months, underwent valve-in-valve procedure due to severe mitral stenosis and regurgitation. A 29mm valve was implanted inside the failing 31mm valve. Following deployment, there was evidence of trivial paravalvular leak as assessed by transesophageal echocardiography. The mitral mean gradient was 3 mmhg. The valve was well seated with the sealing skirt in the left atrium. The patient remained hemodynamically stable and tolerated the procedure well. There were no complications and the patient was transferred to the recovery room in good condition. The patient was discharged on pod #1.